Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two shocks and went to the emergency room (ER). The patient was dehydrated, causing an increase in heart rate. It was noticed that the device was "double counting" based on the electrocardiogram (EKG). The patient indicated that the physician was considering replacement of the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.